Manufacturer narrative:
The analyzer's serial number is (B)(6). It was noted that white crystallization was found in the reaction cup seam. The investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.8 mmol/l, and the repeated result was 7.9 mmol/l. The sample was repeated because the initial result didn't match the patient's clinical diagnosis (not provided).

Manufacturer narrative:
The calibration was acceptable. The alarm trace showed "abnormal aspiration" alarms. The investigation found that the instrument's operating humidity at the customer's laboratory is 14%. Product labeling states: "list of environmental conditions during operation ambient humidity, 30-85% (non-condensing). " the observed white crystallization was due to the low operating humidity. The investigation determined the issue was due to an operator error. The investigation did not identify a product problem.